Event description:
Customer reportedly received the following results on the performa nano system: 17:32 = 131 mg/dl, 17:38 = 66 mg/dl, 17:43 = 149 mg/dl, and 17:43 = 90 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.